Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient has high blood glucose event on (B)(6) 2026.the blood glucose levels was 133mg/dl.the event lasted for 3-4 hours and was treated by giving manual bolus and replaced infusion set. No further information available.